Event description:
It was reported that the device had a non-clearable atrial lead warning. The caller noted that there is not an atrial lead attached to the device and would like the atrial lead warnings to stop. The caller was advised that unfortunately the warnings would not stop since there is not an atrial lead. It was also reported that the longevity estimate seemed to be incorrect as it was showing only three to four years left. It was noted that the updated software was not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).